Manufacturer narrative:
(B)(4). Date sent: 6/19/2024. Operative notes attached.

Manufacturer narrative:
(B)(4) date sent: 6/19/2024 d4: batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10) an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Operative notes attached. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown surgical procedure on (B)(6) 2022 and alleges an injury occurred during the surgery. It is further alleged that the surgical procedure was performed in a negligent manner. The patient suffered severe and permanent damages.